Event description:
Hcp reported that the pump had a history of inadequate drug delivery causing the pt to experience increased pain. The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.